Event description:
End user's husband reported that the spring push button for the leg(s), under the seat of their 9680 shower chair was rusted. The unit gave way causing the end user to fall towards the wall of the tub, incurred strain to her back.